Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twelve (12) homechoice automated pd set with cassettes broke and spilled leakage. The patient noticed an excess of plastic in the cassette coating. When the cassettes were placed from top to bottom in the cycler, the cassette broke at the edge and leaked, while from bottom to top it did not break. This occurred during setup and preparation for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual devices were not available; however a photograph of the sample was provided for evaluation. A review of the returned photograph did not show evidence of the reported problem. Due to the nature of the sample, no further evaluation could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An automated functional test on the home choice machine was performed and no issues were observed. The reported condition was not verified. Should additional relevant information become available a supplemental report will be submitted.